Event description:
A customer contacted baxter technical services (bts) regarding assistance with a check supply line alarm during fill 4 of 5 on the homechoice machine (hc). The technical service representative (tsr) advised the caregiver (cg) to attach another bag of the same strength to the unused supply line and press go. The tsr assisted the cg with attaching a new bag. While the cg was getting the bag the hc alarmed system error 2267 (air in line). The tsr assisted the cg to cycle power. System error 2367 alarm occurred. The tsr assisted the cg to cycle power again to clear the alarms. The tsr advised the cg that the supplies are compromised and they will either need to start over or finish with manual supplies. The tsr advised the cg to call the nurse or have her daughter call the nurse in the next 24 hours to let them know what happened. The cg was contacted on (B)(6) 2012. The cg stated that the hp is currently in the hospital for malnutrition issues. The cg stated the hp's hospital visit was not related to peritoneal dialysis therapy. The cg stated that after starting over with new supplies no further issues were found. The cg stated the hp is currently performing therapy without any complications. There was patient involvement; however, there was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). The reported issue was not confirmed. The root cause was undetermined.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation could be performed. The lot number is unknown; therefore a batch review cannot be performed. A follow-up report will be filed upon completion of baxter's investigation, or if additional information is received.